Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site experienced a system driver error. It is reported that the radiologist targeted and fired the device into the patient's breast but then decided to remove the needle and retarget when the device error occurred. The user site reports that the needle remained in the patient's breast while attempting to obtain support from hologic technical support; however, the user eventually decided to remove the needle, and the procedure was not completed. A hologic field service engineer (fse) was dispatched to examine the device and review system logs. The fse found that the error occurred when the system prompted that the introducer was not installed. A petite introducer was installed in the incorrect mode, then removed, also in the incorrect mode, which generated a "needle disconnected in biopsy" and "device driver armed in invalid state" system errors. The fse restarted the device, cleared the errors, and performed system tests with the existing device driver. The fse reports that no system issue was found, the system passed all tests and meets manufacturer specifications. No further information is currently available.